Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in ventricular tachycardia around 180 beats per minute. Upon investigation, it was found the implantable cardioverter-defibrillator withheld therapy due to the current programming settings. Programming changes were made. The patient was stable and returned to sinus after a shock was delivered 1 minute later.